Event description:
Event details: this is a complaint about leakage of drug solution from l&g spike port during use. It was reported that leakage of drug solution from the spike port was confirmed a short time after the start of administration (the infusion line was wet). What kind of drug leaked? (Ex. Saline, fluid replacement, anti-cancer drug, etc.) Anticancer drugs administered include cisplatin, saline solution, and antiemetics.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: a leak was reported near the adapter port of the connecting set. The quality team received one connecting set, a spike set, and the IV bag for evaluation. Visual inspection revealed that the stopper of the IV bag was cracked, creating a larger opening. Functional testing confirmed leakage between the IV bag stopper and the c180-o spike set; however, no leakage was observed at the infusion adapter of the connecting set. An overpressure test was then conducted on the connecting set by submerging it in water and applying pressure, and again no leaks were detected. A device history review was performed for c83-o lot 2506603, and no deviations or non-conformances related to this observation were identified during the manufacturing process. All products undergo multiple inspections throughout production to ensure quality and functionality, and no issues associated with the reported event were identified during these inspections. As the lot for the c180-o spike set is unknown, a device history review could not be performed for that component. Based on our investigation, the leakage occurred between the connection of the spike set and the stopper of the IV bag, which was significantly cracked. Complaints received for these devices and the reported condition will continue to be tracked and trended. Our quality team regularly reviews collected data to identify emerging trends.

Event description:
No additional information.